Event description:
It was reported that the patient presented in emergency room after receiving inappropriate shock due to oversensing from the dislodged lead. The lead was explanted and replaced. The patient was stable during and after the procedure.